Manufacturer narrative:
On may 04, 2023, mentor received additional information. Mentor became aware that the patient was diagnosed with cysts in her right breast. As a result, she underwent an ultrasound guided cyst aspiration procedure. The patient experienced hardness of her right breast. The patient is scheduled for removal surgery on (B)(6) 2023. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Date of explant: (B)(6) 2023 reason for device explant and/or reoperation: breast cyst, capsular contracture, rupture manufacturer¿s reference number: (B)(4).

Event description:
The manufacturer received information alleging a ventilator was alarming for low inspiratory pressure. The ventilator¿s pressure increased and the patient required to be manually ventilated with a resuscitation bag. The patient's blood oxygen saturation level decreased and temporarily lost consciousness. The ventilator was replaced preventively. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for low inspiratory pressure. The ventilator¿s pressure increased, and the patient required to be manually ventilated with a resuscitation bag. The patient's blood oxygen saturation level decreased and temporarily lost consciousness. The ventilator was replaced preventively. The device has been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.